Manufacturer narrative:
In response to FDA report number: (B)(4). Continued h.6. Health effect - impact code: f1901. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via sus voluntary medwatch (B)(4) left side "leaking" and "realized that it was implants causing all of this". Patient also reported the non device related events of "bakers cyst rupture", "diagnosed with inflammatory arthritis", "both hands operated on for arthritis", "difficulty walking and being able to get up from a seated position", "severe brain fog", "blurred vision", "afib", "infection", "uti", "hypothyroidism", and "htn". The device was explanted.